Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00x38mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected for use. During preparation, when the stent protector was removed from the stent delivery system (sds), it was noted that the stent was also pulled from the sds at the same time. The stent was then found at the foot of the bed. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was not returned for analysis. The crimped stent was detached from balloon. The balloon cone profiles & balloon main body were reviewed and it was noted that the balloon wings were slightly relaxed and opened up from their folded position. Crimp markings were evident across the length of the balloon wall. The bumper tip of the device showed signs of damage to the distal edge of the tip. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00x38mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected for use. During preparation, when the stent protector was removed from the stent delivery system (sds), it was noted that the stent was also pulled from the sds at the same time. The stent was then found at the foot of the bed. The procedure was completed with a different device. No patient complications were reported.